Event description:
It was reported that during a da vinci-assisted surgical procedure that the left eye vision was out in one of the surgeon side consoles (ssc). The reporter stated that a clinical sales rep (csr) walked him through a hard cycle of the ssc and reseating the fiber cable, with no change. The reporter tried repeatedly to power cycle and reseat the fiber cable with no change. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that there was no left eye vision, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The high-resolution stereo viewer (hrsv) was analyzed and found to have no left eye vision when installed onto a test system. The complaint regarding no left eye vision was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.